Event description:
Patient reported rupture. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, h6. Clarification to d6b: explant has now been confirmed.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification) additional observations: black particle observed on the device. Black particle observed on the gel. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. The device has been explanted.